Event description:
Pt to the or for a lefort I procedure. During the procedure, a nasal septal chisel was used. After the chisel was used, it noted that the anterior 4th portion was missing. Piece retrieved with x-ray assist. No harm to pt.